Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during an infusion set change with an inset 23 inch, the needle dislodged when the adhesive backing was removed, and the user proceeded to insert and complete the set change; subsequent hyperglycemia occurred and persisted until the tubing was replaced and insulin delivery resumed, with no device alerts reported. Symptoms included no reported clinical effects. Outcomes included transient hyperglycemia that lasted approximately two and a half hours and resolved after troubleshooting. Investigation included troubleshooting and user guidance to replace the infusion set tubing and confirm resumption of insulin delivery. Investigation of this case revealed an incorrectly deployed infusion set or an improperly attached infusion set connector that led to interrupted insulin delivery and rising blood glucose. It was concluded, based on previously established findings for similar reports, that user technique contributed to the infusion set deployment issue.